Event description:
An angiodynamics territory manager (tm) reported a patient death occurred after use of an alphavac multipurpose mechanical aspirator f18 c85. At the beginning of the case, the one-way valve on the handle was leaking blood. The device was replaced with another of the same, and the procedure was continued. At the end of the case the patient coded and subsequently expired due to a large bilateral blood clot. The physician surmised that a portion of the clot may have broken when it was being removed, causing some sort of event but he could not confirm. The physician did state to the tm that the angiodynamics device was not to blame for the poor patient outcome.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Manufacturer narrative:
The customer's reported complaint description of patient embolization and subsequent expiration cannot be confirmed given the patient centric nature of this serious adverse event (sae). There were no reports of alphavac device malfunction during the clot aspiration portion of the procedure; therefore, the device was not returned for evaluation. The physician stated that the patient's expiration is in no way associated with the alphavac device. A device history record (DHR) review of the packaging/assembly shr lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu) that is provided with this device contains the following statements: indications for use the cannula is indicated for: · the non-surgical removal of thrombi or emboli from the venous vasculature · aspiration of contrast media and other fluids from the venous vasculature the cannula is intended for use in the venous system and for the treatment of pulmonary embolism. · directions for use and manuals for the alphavac system and all related accessories should be read prior to use and devices used as indicated. · as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with using surgical and/or percutaneous (seldinger) vascular access techniques as well as physicians trained and experienced in percutaneous, intravascular, diagnostic and interventional techniques requiring fluoroscopic or image guidance and visualization. Adverse events this device, as do all embolectomy systems and devices, has possible side effects, which include, but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the directions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, and application of intravascular introducer systems which include but are not limited to: · distal embolization of thrombus. · pulmonary embolism. · cardiac arrest. · death. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).